Event description:
On 13th may 2025, rayner received notification from a us healthcare professional of an event that occurred following implantation of a rayone galaxy rao605g. The event description provided states that post-operatively the patient developed posterior capsule opacification (pco) necessitating a yag capsulotomy.

Manufacturer narrative:
The reference: (B)(4) has been allocated to this case by rayner. The event description provided states that post-operatively the patient presented with pco. Iol implantation was performed on (B)(6) 2025 and pco was observed for the first time on (B)(6) 2025. The patient underwent an additional surgery whereby an nd: yag capsuolotomy was performed. No device testing is possible; the iol remains implanted. Pco is often referred to as "secondary cataract" and is due to the migration, proliferation and differentiation of lens epithelial cells. According to the american academy of ophthalmology, pco occurs in 20-50% of patients within 2-5 years of undergoing cataract surgery. Potential risk factors include the presence of conditions such as diabetes, uveitis, myotonic dystrophy, retinitis pigmentosa and traumatic cataract. The patient in this case presented with pco two months after cataract surgery. This is too soon for typical pco and this may indicate that some other condition caused the onset of symptoms e.g., fibrin reaction. Capsular bag distension syndrome (cbds); however, this cannot be confirmed. Our review of production records for the rayone galaxy rao605g batch: 064244005 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone galaxy rao605g batch: 064244005. It is not possible to confirm the root cause of the event due to the limited evidence and information available.